Manufacturer narrative:
Returned for evaluation was one port with catheter tubing and blue boot. As received, the catheter and blue boot were attached to the port. The catheter was fractured between the 14-15cm mark. It was also noted during the disinfection process that the catheter was occluded with bio material {blood clots} inside. The customer's reported complaint description is confirmed for fracture of the catheter tubing. Based on location of the fracture from the port (~7cm) and the worn print/oval nature of the fracture, the likely root cause is pinch-off syndrome. As observed in the returned catheter tubing longitudinal fractures may occur. The printing of the catheter was also worn off at the fracture site, indicating flex failure. The rest of the catheter was found to be normal in appearance and measured within specification. The most likely root cause of the catheter fracture is pinch-off syndrome, which is an anticipated procedural complication that is cautioned in the dfu. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with this item number, contains the following statements: - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a smartport CT. Post procedure, the port was not performing well; therefore, a scan was conducted, under fluro, and a crack was discovered "between 13 and 14." The port was removed and replaced with another same device. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.